Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, an error e226 appeared on the monitor. The user completed the procedure by using the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed, the manufacturing history of the device and confirmed no irregularity. Omsc confirmed, that there was a failure of the video circuit board of the device. The exact cause was unknown. However, omsc assumed a potential cause as follows. The reported phenomenon occurred, because the video circuit board was damaged, due to deterioration or over current. The instruction manual of the subject device, states the corresponding method in case of an abnormality.